Event description:
A malfunction with the pump was reported, and the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer was advised to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted. Technical support confirmed the shipping address and instructed the customer on how to put the pump into storage mode before returning it with a prepaid label within ten days.